Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty printed circuit board could not be determined. Attempts at obtaining additional information about the event were made, but unsuccessful. If additional information is received, an additional supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. However, the video connector latch was found worn and compromising the connection to the pigtails. Additionally, a faulty printed circuit board was causing the front panel leds to flash intermittently. The software was outdated and minor cracks were noted on the main switch housing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center lost power during an unspecified procedure. Additional details relating to the patient and the event have been requested but all answers were unknown by the initial reporter. There was no patient harm or consequence reported as a result of this event.